Event description:
Sorin group received a report that, during bypass, the connector allowed air to enter the venous line. The connector was quickly replaced and there was no impact to the pt.

Manufacturer narrative:
The lot number was not provided, therefore the MFR date is unk. Sorin group received a report that, during bypass, the connector allowed air to enter the venous line. The connector was quickly replaced and there was no impact to the pt. The involved connector was not saved for eval but the customer has returned samples from their inventory for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete.